Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When preparing tpn nutrient solution, it was found that there was a white solid foreign body at the tip of the syringe needle used for adding insulin, another syringe (with the same batch number) was replaced, and the package was checked for airtightness and whether there was any foreign substance at the tip of the needle, and no abnormality was found, and the syringe was used to dispense the medication for the patient ((B)(6)). Call center contacted the customer on july 3rd and stated that no photos were taken, no samples were retained, and no complaint response was required. Sample availability: no. Sample availability details: no sample available.